Manufacturer narrative:
This patient was involved in a motor vehicle accident in 2018. On (B)(6) 2020, the surgeon removed the patient's right fossa component due to the bone screws backing out. The surgeon plans to place a revision device at a later time. This incident is related to MFR: 2031049-2020-00014.

Event description:
The patient's right tmj fossa was removed due to screw loosening.